Event description:
It was reported that the pump history was missing data despite being in use. It was reported that the pump history was missing data despite being in use. Reportedly, customer continued to use the pump for insulin therapy.